Manufacturer narrative:
No ge service was performed. The fault was cleared by the customer. The system operates as intended. No additional information is available.

Event description:
The customer reported that the 9800 system had cine damage. No patient injury was reported.